Event description:
It was reported that the customer received numerous occlusion alarms. Reportedly, customer's blood glucose level was impacted. Customer reverted to an alternate pump.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.